Event description:
It was reported that the patient with this right ventricular lead missed a catch during a frisbee game resulting in the frisbee hitting the shoulder and fracturing the rv lead. An x-ray is pending to confirm the fracture, following with lead revision procedure at a future date. This lead remains implanted and no adverse patient effects were reported.

Manufacturer narrative:
Additional information has been received for the correct model and serial number of the affected lead. Prior reports were sent on the current model/serial number. This report was submitted in error. Please reference case number (B)(4).

Event description:
It was reported that the patient with this right ventricular lead missed a catch during a frisbee game resulting in the frisbee hitting the shoulder and fracturing the rv lead. An x-ray is pending to confirm the fracture, following with lead revision procedure at a future date. This lead remains implanted and no adverse patient effects were reported.